Manufacturer narrative:
The device was manufactured between october 16, 2018 - october 17, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent continu-flo solution set leaked due to a hole in the tubing at the roller clamp site while in use on a patient. The set was being used to deliver normal saline (sodium chloride/ nacl) to an adult patient. The reporter stated that ¿it appeared as though the clamp had torn the tubing¿. As a result, the tubing was clamped between the roller clamp and the patient and the entire set up was replaced including the solution bag. There was no patient injury or medical intervention associated with this event. No additional information is available.